Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, cracked endcap and cracked reservoir tube lip. We were unable to perform functional testing's due to damaged display.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had damage to their insulin pump. It was reported that the pump screen was damaged. It was reported that the screen was partially black. The customer's blood glucose level was reported to be 320mg/dl. It was reported that the customer treated with pen. No further information provided.